Manufacturer narrative:
The reported event is for dislocation of the femoral head from the liner. There were insufficient records provided to establish a firm root cause for this event. However the dislocation of a head from a liner can potentially be related to the interaction of these two components. If this is the case, no allegations were made regarding the stem. Based on the information provided, there is no indication this product may have contributed to the event. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's left hip was being revised due to reoccurring dislocation. The surgeon stated there were torn abductors and what appeared to be metalosis. The surgeon cleaned the trunion and implanted a +10 head. No other components were removed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. When completed, the investigation results will be submitted in a supplemental report.

Event description:
The patient's left hip was being revised due to reoccurring dislocation. The surgeon stated there were torn abductors and what appeared to be metallosis. The surgeon cleaned the trunnion and implanted a +10 head. No other components were removed.